Event description:
Reportable based on analysis completed on (B)(6) 2012.it was reported that during a coronary stenting treatment procedure the stent delivery system failed to cross the lesion.the 95% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. Predilatation was performed with an unknown device. A 2.75x20mm promus element drug eluting stent was advanced to treat the target lesion; however, the device was unable to cross the lesion. The procedure was completed with angioplasty. No patient complications were reported and the patient's status is stable.returned device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product (B)(4). Device evaluated by MFR: visual and microscopic examination of the returned device identified distal stent damage. Stent struts on distal row 1 were raised. The outer diameter (od) of the stent area where no damage was present was measured and met specification. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).